Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 3.2mm wire guide sleeve (part #: 03.037.018 / lot #: l390629) was received at us cq. Upon visual inspection at cq, the device was slightly bent outwards in the middle section and epoxy marking (yellow) on both sides of the device were missing. The missing epoxy was investigated under CAPA-005197 and does not require any additional investigation for this defect. No other issues were observed with the returned device. Functional test: the functional inspection was performed on the returned devices at cq. During the assembly of the 3.2mm wire guide sleeve (p/n: 03.037.018) into the blade/screw guide sleeve (p/n: 03.037.017), it showed some resistance due to bent condition of the wire guide sleeve (p/n: 03.037.018), this would have resulted in the device interaction issue. The complaint can be replicated with the returned devices. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. The complaint was confirmed. Investigation conclusion: the complaint condition is confirmed, but a definitive root cause cannot be determined which could have contributed to the complaint condition. There is no indication that a design or manufacturing issue has caused the issue. The device could have encountered unintentional forces leading to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. The missing epoxy was investigated under CAPA. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 03.037.018 lot: l390629 manufacturing site: hägendorf release to warehouse date: june 12, 2017 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the hip surgery, the blade screw guide sleeve trocars were jamming up and the press-fit was not working appropriately. In the same case, the flexible hexagonal screwdriver cannulation was not cannulated and the item blocking it was not able to be removed. The was no surgical delay and no patient harm. Procedure outcome is unknown. This complaint involves four (4) devices. This report is for (1) 3.2mm wire guide sleeve. This report is 1 of 4 (B)(4).